Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to a high blood glucose on (B)(6) 2017 around 12:00am. The customer reported a hyperglycemic episode. The customer reported passing out on the stairs and woke up three days later in the hospital. The blood glucose value at the time of admission 1000 mg/dl. The customer had symptoms of vomiting. The customer was wearing the pump at the time of the hospitalization. The customer reported being home and hooked up to an insulin drip by home health care. The customer did troubleshoot the issue. The customers current blood glucose level was 170 mg/dl and 177 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08745 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using carelink. Device had intermittent button response on the esc and the act buttons due to flattened dome switches (no crease). No button error alarm noted. During visual inspection, the keypad connector on the lcd/b was found locked properly. Device had minor scratched display window, cracked battery tube threads, cracked case at the reservoir tube window corner, scratched reservoir tube window and cracked reservoir tube lip.